Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: a review of the black box indicated one reboot occurred on (B)(6) 2016. Visual inspection did not reveal any physical damaged to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The test cap was able to secure properly. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was opened and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.